Event description:
It was reported that the anesthesia system had a leakage. There is no information whether the event occurred during system checkout or during patient treatment. No patient harm was reported. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. It was initially reported that there was leakage in the anesthesia system. Additional information states that the reported leakage occurred during a system checkout prior to use. We have not received any information about any circumstances and cause of the leakage. The logs have not been received to confirm the issue. Based on the above information, our conclusion is that the reported leakage will be detected during the system checkout (as it was in this case). A system checkout must always be performed prior connecting the anesthesia system to a patient. If the system checkout fails, the anesthesia system should not be used before remedy has been performed.